Event description:
It was reported in a medical journal article that a pt underwent a sling procedure on an unk date. The pt experienced a urinary tract infection. No add'l info is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.